Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to confirm date/time anomaly and unexpected battery out limit due to keypad unresponsive. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Manufacturer narrative:
Cracked battery tube thread, cracked reservoir tube, lip severely scratched display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump date was incorrect and the customer wasn't able to see recent data since last upload. Customer's blood glucose was unknown. During troubleshooting, found there were a button error alarm and a battery out limit alarm in history. Customer mentioned the buttons were having issues. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.